Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, a wire on the intact wand fractured and detached. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
Product analysis #702415191: brief description of complaint: the wire basket broke during activation and metal pieces were left behind in the breast. Investigation conclusion: the reported issue was not confirmed. The complaint lab intact¿ wand was inserted into the returned intact¿ handle and the activation button was depressed for deployment, which resulted in a successful air capture and a successful motorhome sequence at the end of the capture, confirming the handle functions as intended. Although some blood was present inside the handle, there is no indication that it results in a functional impact. The wire-break and resulting patient injury could not be replicated in the laboratory environment. Information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, a wire on the intact wand fractured and detached. Nothing fell into the patient and there was no patient injury.